Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto CPAP device. The manufacturer received information from the patient alleging kidney and prostate cancer. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has been returned to the service center but not yet evaluated. If any additional information is received, a follow-up report will be filed.